Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that a deep brain stimulation (dbs) patient was being explanted due to what appears to be an infection at the implantable neurostimulator (ins) site. It was stated there was a quarter-sized opening at the ins pocket that appeared infected. It was noted that the patient was implanted about a month ago. It was mentioned that a doctor that didn¿t typically work with dbs was doing the explant on the day of the report.